Event description:
Philips received a complaint on the patient information center ix indicating that alarms are not sounding. It is unknown if the device was in use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer spoke with the customer. The customer indicated that service was no longer required. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.